Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 119mg/dl. The customer stated that the pump alarmed battery out limit. The alarm was cleared during troubleshooting and the pump was reprogrammed. The customer complained about a blank display. The customer was advised to monitor the pump. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.